Event description:
Complainant alleged that the cardiac care staff was adminitering three to four shocks (joule settings unk) to a very obese 76 y/o female pt, and that when the last shock was administered, sparks were observed at the multi-funciton electrode. When the multi-function electrodes were removed from the pt, the staff alleged that they noticed a two cm burn on the pt's chest, and a corresponding burn on the multifunction electrode removed from the pt's chest. The complainant indicated that the pt's burn was treated with silvadene creme, and there were no lingering after effects to the pt as a result of the reported malfunction.

Manufacturer narrative:
The initial report indicated in section "b4" that the date of this report was 2/5/98, when in fact the date of this report should have been entered as 1/6/98. This report is correcting the info contained in section "b4". Section "f8" has been corrected to report the "date of this report as 1/8/98, as contained in the user medwatch report. The eval of the multi-function electrodes determined that there had been a concentration of electrical energy in two areas of the anterior electrode. This may be attributable to the pt being very obese and the electrodes not being completely coupled with the pt's skin. The multi-function electrode packaging contains a package insert with detailed instructions for applying electrodes to pt's skin. The labeling also specifically recommends pad application to obese pts. Please reference the attached copy of the package insert.